Manufacturer narrative:
Follow-up #1: date of submission 13-sep-2018 device evaluation: the device has been returned and evaluated by product analysis on 28-aug-2018 with the following findings: during investigation, the ok keypad button was intermittently responsive and was hypersensitive due to a cracked dome contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the ok button was under responsive and moisture was present. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no allegation of an adverse event associated with this complaint.